Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found approximately 0.434¿ the pad to be lifted, partially split with metal exposed. No portion of the teflon pad is suspected to be missing. The device was attached to the test usg-400/esg-400 and passed the probe check. Both switches were noted to be functional. An open circuit error was observed when the jaws are closed and the seal/cut function is activated; which is normal when no or insufficient tissue is between the probe and jaw. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that at the conclusion of a therapeutic total laparoscopic hysterectomy (tlh) procedure, the teflon pad from the grasping section of the device came off the jaw. The teflon pad damage occurred while the surgeon was performing a seal and cut on the patient¿s tissue. No device fragment fell into the patient. There was no bleeding observed. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found. This is 1 of 2 reports.